Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the source of the occlusion was found to be the infusion set tubing.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.